Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the therapy is not helping anymore. Patient said they just got a back injection and are still having a lot of back pain. Patient has tried different groups and programs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that pt was trying to recharge their ins battery today since they had an MRI today but when they went to recharge they got a message that said it could not connect or try again. Pt had moved their device closer and did different things but it was still not working. Pt had not recharged their ins battery for a while because for probably 8 months their ins battery no longer worked so they stopped using it. Pt was now trying to get together a tech. During call pt attempted to recharge the ins and got no device found. Pt went through passive recharge mode and got recharging excellent. The ins battery was in the red. Agent closed case. Agent closed case.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was a couple months ago the pts stimulator did not help them anymore so they had not used it for about 2 months. Patient had been having severe back pain and they did not know if the ins increased the pain or not so they finally got in to see a neurologist about it. The pt now noted they wanted to get an MRI of their lumbar and pt verified the MRI was not due to complications to the ins but due to their back getting worse over time. The patient wanted to coordinate an MRI with medtronic. Agent reviewed MRI guidelines and pt said they have put the equipment in MRI before and will now charge the equipment after the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.